Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during the index procedure, when the surgeon attempted to re-capture the tip capture with the blue tip capture handle, nothing happened. It was noted that the tip capture was still open when the surgeon removed the delivery system. There was no injury to the patient through removal of the delivery system. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.